Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was later reported that during a refill on 2013-05-08 the erv was 2.9ml and the arv was 5ml; on (B)(6) 2013 the erv was 2.8ml and the arv was 6ml. A catheter dye study was performed on (B)(6) 2013 and the physician was unable to aspirate anything from the catheter. A catheter kink was suspected; the location of thekink was unknown. It was believed that the volume discrepancies were related to the catheter kink.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy, where the actual residual volume (arv) of 14 ml was greater than the expected residual volume (erv) of 11.9 ml. It was noted that there had been a volume discrepancy for the past two refills. It was reported that the patient stated he had progressive loss of efficacy and an increased pain level. This was noted to have started approximately 3 months ago and was managed by their clinic. It was also noted that approximately two weeks ago, the patient had withdrawal symptoms and severe pain. The patient symptoms also included underdose symptoms, nausea, and shaking. It was stated that the location of the issue or symptom was unknown. A surgical procedure was performed, and at the time of surgery, it was found that the catheter was completely out of the intrathecal space. The pump was explanted and replaced during the procedure. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that due to the length of time the catheter had been implanted, the physician chose to replace it. The catheter was discarded. The patient and physician discussed replacing the pump prior to surgery as the patient would have a completely new system. The patient did not want to have another surgery for pump replacement in the near future so requested the physician replace the entire system. The physician decided to replace the pump as well while in the operating room (or). Patient outcome was unknown.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Event description:
The patient later reported that the pump had ¿failed¿ and it was unknown what happened; however, the patient stated that there was more medication in the pump then there should have been. The patient also stated that the catheter was kinked. Following the pump replacement the patient continued to experience withdrawal as the dose was lower than previously. The patient was given oral dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.